Event description:
It was reported that in 2014 a bilateral total knee operation was performed. Later, on (B)(6) of 2020, a bilateral 35 mm resurfacing patellas were implanted and bilateral 3/4 11 mm poly inserts were exchanged. It is unknown why the revision surgery on the right knee was performed. No other complications were reported.